Event description:
It was reported the implantable neurostimulator (ins) was replaced due to high impedances (>10,000 ohms) on electrodes 9-15. The ins was tested for impedances before suturing the pocket. The lead was tested with a snap lid and tested within normal range. Then leads were switched in the device and it continued to show high impedance 9-15. It was recommended at that point to try a new ins. The new ins demonstrated impedances within range. The pt recovered without sequela following replacement. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.